Event description:
It was reported when using the bd veritor ¿ sars-cov-2 & flu a+b, the customer questioned the negative result after visually reviewing the multiple lines present. The patient was then repeated several times using a new sample and the customer still obtained negative results. The event of questioning the result while visually reviewing the multiple lines occurred two (2) times. There was no report of patient impact. Eua (B)(4).

Manufacturer narrative:
G.5: PMA/510(k)#: eua: (B)(4). H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated: b5. It was reported when using the bd veritor ¿ sars-cov-2 & flu a+b, the customer questioned the negative result after visually reviewing the multiple lines present. The patient was then repeated several times using a new sample and the customer still obtained negative results. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating (B)(6) 2023¿2025, under CAPA 11910483.

Event description:
It was reported when using the bd veritor ¿ sars-cov-2 & flu a+b, the customer questioned the negative result after visually reviewing the multiple lines present. The patient was then repeated several times using a new sample and the customer still obtained negative results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary this statement summarizes the investigation results regarding a complaint that alleges invalid result (multiple lines present) when using bd veritor¿ sars-cov-2 and flu a+b kit (material#: 256088), batch number 3216617. The customer reported that they are visually seeing 6 lines plus the control line on the cartridge, but the test is showing negative on the analyzer. Customer tested the patient on individual flu a+b and sars-cov-2 tests, and the results were both negative. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No samples were received; therefore, return sample analysis could not be performed. A photograph was returned and showed 2 devices with multiple lines. The reported issue was unable to be confirmed. The customer was informed that test cartridges should not be read visually and to always use the analyzer to receive results. A trend analysis for invalid result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor ¿ sars-cov-2 & flu a+b, the customer questioned the negative result after visually reviewing the multiple lines present. The patient was then repeated several times using a new sample and the customer still obtained negative results. The event of questioning the result while visually reviewing the multiple lines occurred two (2) times. There was no report of patient impact. Eua (B)(4).